Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: possible complications include, but are not limited to, the following: acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. All of the above complications may be associated with serious adverse events such as medical intervention and/or death. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that some time post filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death, the cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event. New information received: it was reported sometime post filter deployment for a history of deep vein thrombosis (dvt)/pulmonary embolism (pe) that allegedly the patient experienced a subsequent pe. Reportedly, no attempts were made to retrieve the filter. Based on a review of the medical records received, approximately two years three months post filter deployment, the patient expired with the immediate cause of death listed as metastatic lung cancer. Other significant conditions that contributed to death but did not result in the underlying cause were listed as: chronic obstructive pulmonary disease and dvt.

Manufacturer narrative:
H10: additional information was received, and it was reported that patient was expired due to metastatic lung cancer and the cause of death was not related to the device .therefore, the file was reassessed for reportability and determined to be reportable as serious injury. H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After sometimes later post filter deployment, the patient with a recent diagnosis of deep vein thrombosis/ pulmonary embolism status post inferior vena cava filter placement, was presented to the hospital for generalized weakness and debility. On the next day, portable anteroposterior chest study was performed for the patient with the indication pulmonary embolus, which demonstrated that increasing density of peripheral wedge-shaped infiltrates at the right mid and lower lung field may reflect areas of developing pulmonary infarcts and no new infiltrate or congestive heart failure. After three days, computed tomography of the abdomen and pelvis with contrast for the patient with abdominal and pelvic pain showed inferior vena cava filter in place. After two years and one month, the patient expired. The death certificate was received which stated the immediate cause of the death to be metastatic lung cancer. The other significant conditions contributing to death but not reflecting in the underlying cause were stated as chronic obstructive pulmonary disease and deep vein thrombosis. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported sometime post filter deployment for a history of deep vein thrombosis /pulmonary embolism that allegedly the patient experienced a subsequent pulmonary embolism. Reportedly, no attempts were made to retrieve the filter. Based on a review of the medical records received, approximately two years three months post filter deployment, the patient expired with the immediate cause of death listed as metastatic lung cancer. Other significant conditions that contributed to death but did not result in the underlying cause were listed as: chronic obstructive pulmonary disease and deep vein thrombosis.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. Medical records were received and reviewed and the investigation of additional information regarding the reported event is currently underway. Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with a history of pulmonary embolism and deep vein thrombosis underwent placement of an inferior vena cava (ivc) filter. Approximately two weeks post filter deployment, the patient was admitted to the hospital for generalized weakness and debility. A CT scan of the abdomen and pelvis demonstrated the filter in place and possible acute cholecystitis. A laparoscopic cholecystectomy was performed and the patient was discharged on hospital day six. Approximately three months post filter deployment, the patient was hospitalized for a cerebrovascular accident. The patient was also found to be subtherapeutic on coumadin, with an international normalized ratio (inr) less than 2 and was started on lovenox and xarelto. The physician discussed with the patient the importance of compliance as it was indicated that it was very difficult for the patient to remain therapeutic. The patient was discharged in stable condition on hospital day six. Approximately two years three months post filter deployment, the patient expired with the immediate cause of death listed as metastatic lung cancer. Other significant conditions that contributed to death but did not result in the underlying cause were listed as: chronic obstructive pulmonary disease and deep vein thrombosis. Image/photo review: as medical images were not provided, a review could not be performed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that some time post filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death, the cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event. New information received: it was reported sometime post filter deployment for a history of deep vein thrombosis (dvt)/pulmonary embolism (pe) that allegedly the patient experienced a subsequent pe. Reportedly, no attempts were made to retrieve the filter. Based on a review of the medical records received, approximately two years three months post filter deployment, the patient expired with the immediate cause of death listed as metastatic lung cancer. Other significant conditions that contributed to death but did not result in the underlying cause were listed as: chronic obstructive pulmonary disease and dvt.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: possible complications include, but are not limited to, the following: - movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - detachment of components - perforation or other acute or chronic damage of the ivc wall. - acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. - deep vein thrombosis - caval thrombosis/occlusion - extravasation of contrast material at time of venacavogram - air embolism - hematoma or nerve injury at the puncture site or subsequent retrieval site - hemorrhage - restriction of blood flow - occlusion of small vessels - distal embolization - infection - intimal tear - stenosis at implant site - failure of filter expansion/incomplete expansion - insertion site thrombosis - filter malposition - vessel injury - arteriovenous fistula - back or abdominal pain - filter tilt - hemothorax - organ injury - phlegmasia cerulea dolens - pneumothorax - postphlebitic syndrome - stroke - thrombophlebitis - venous ulceration - blood loss - guidewire entrapment - pain. All of the above complications may be associated with serious adverse events such as medical intervention and/or death. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that some time post filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death, the cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event.